Event description:
The dental hygienist reported the mirror head fell out inside a pt¿s mouth during the inspection of the pt¿s mouth. She said there was no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.